Event description:
It was reported that an infection occurred. It was further reported the patient had fever and a systemic infection. No further signs or symptoms of infection were reported. The device and leads remain in use and the patient was treated with antibiotics.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.